Manufacturer narrative:
The device was received, and an evaluation is complete. The device received device evaluation. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error code 322. Service evaluation verified the error code 322. The cause was identified to be a failed lower latch switch. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a sensor error ec 322 (link switch error (low)). No additional information is available.